Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the titanium rods broke. The patient underwent a revision surgery to replace the rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). PMA/510k: this part is not approved for use in the united states; however, a like device catalog # 1604200500, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4).